Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was explanted and replaced at the patient's request. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.